Manufacturer narrative:
The provider evaluated and repaired the device in the field. The provider replaced the afp (articulating foot platform) and the device is working properly.

Event description:
Alleges the sliders on the hydraulic footrest malfunctioned.

Manufacturer narrative:
The device has not been available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges the sliders on the hydraulic footrest malfunctioned.